Event description:
End user called to report within the last month she noted a red ring on her peristomal skin under the convexity of the wafer on the right lower quadrant of her abdomen. The end user stated the red area does not extend past the convexity of the wafer.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated she did not have any changes in care. Samples of flat moldable wafers will be shipped to the end user to try. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex moldable wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. No additional event/pt details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.